Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported the asymptomatic patient presented in clinic for routine follow up. During an attempted device firmware upgrade the pacemaker reverted to backup vvi mode. The device was successfully restored to normal operation. The patient was stable before, during, and after reprogramming.